Event description:
It was reported that there was an acute onset of symptoms. The patient thought her unit needed to be adjusted, and there was not much relief at all for the last couple of weeks. It was fine post-implant, and this was just over the last couple of weeks. The patient was having to use lidoderm patches, and had even been taking tylenol with codeine to address the pain. There were no falls or trauma. It was verified that the stimulation was on, and that the patient programmer (pp) was not accidentally bumped to turn stimulation off. The stimulation was on. The manufacturer's representative had an appointment to see the patient on (B)(6) 2015. The healthcare professional (hcp) was contacted on (B)(6) 2015, and the hcp had spoken with the manufacturer's representative (rep), and the rep stated he had talked to the patient already, and they had the issue taken care of already. The hcp did not know what was done. Later, the rep reported that he had given the patient new programs to control her pain. The patient left happy and would call if further adjustments were needed. The patient was doing great.

Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial#(B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy in march and they were implanted on (B)(6) 2015. However, they were still having concerns regarding their device or therapy but were working with their manufacturer¿s representative (rep). They were setting up an appointment but in april they were still in pain.